Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the cannula on the infusion set was bent. Customer's blood glucose was 540 mg/dl. Same issue occurred with another one. Customer inserted the infusion set on the leg and buttock. Customer used a third infusion set from the same box and customer is ok. Customer uses the quick serter to insert, and customer's mother found out the buttons were hard to press and may be causing the infusion set not to go in properly. No troubleshooting was performed on the insulin pump. The device is not returning for analysis.